Event description:
Add'l info received on 11/6/97 indicate previous implants rear tip extenders encased in tissue on right side. Attempted extraction without success.

Manufacturer narrative:
Pump performed within specifications. Cylinder had a fatigue and wear leak. Cylinder stiffener broken.